Manufacturer narrative:
H6: investigation summary: a physical sample was not available for investigation but bd was provided with two photos of the issue for evaluation. A review of the device history record was performed for the reported lot, 0146022, and no quality issues were found during production. Our quality engineer reviewed the provided photos and observed that the q-syte had a torn septum and was hanging on one side with slight pressure applied. Based off the provided photos the engineer was able to verify the reported defect. Unfortunately, without a physical sample available for inspection the engineer could not determined a definitive root cause. The manufacturing facility has been notified of this incident and the findings. Complaints received for this product and condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that q-syte closed luer access device septum unglued. The following information was provided by the initial reporter: patient who had a PICC catheter through venous accesses, during the shift the corresponding medications were to be administered, resistance to the passage of medications is evidenced, when checking the bioconnector well it is found that the silicone membrane is detached, so it bent and avoid the proper passage of medications.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that q-syte closed luer access device septum unglued. The following information was provided by the initial reporter: patient who had a PICC catheter through venous accesses, during the shift the corresponding medications were to be administered, resistance to the passage of medications is evidenced, when checking the bioconnector well it is found that the silicone membrane is detached, so it bent and avoid the proper passage of medications.